Event description:
It was reported that during machine boot up, the system prompted a fatal fw config.error message (imfg) and a subsequent burning smell was noted. It was found that the component on the rad board was burnt and there was no reading on the power voltage. The reported phenomenon occurred during system set-up so there was no patient involvement. No additional information was provided.

Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.